Manufacturer narrative:
Follow-up #1 - device evaluation: the device has been returned and evaluated by product analysis on 01/20/2015 with the following findings: a review of the black box and alarm history showed a call service 012 alarm had occurred on 10/09/2014. The pump powered on appropriately and successfully completed a rewind, load, and prime sequence with no alarms occurring. The pump was exercised on a 24 hour duration test with no alarms occurring. Test boluses were successfully programmed and delivered with no alarms occurring. The pump cover was removed and there were no defects found to the pcb or to the cgm module. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was emitting call service 012 alarms that could not be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).